Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a pusher wire, introducer sheath and a coil were returned for analysis. A visual inspection was performed. The coil and pusher wire were interlocked in the introducer sheath. No damage was noted to the introducer sheath. The coil is stretched proximally and the pusher wire is stretched distally in the introducer sheath. The coil was unable to be advanced through the introducer sheath due to the stretching near the interlocking arms of the coil and pusher wire. The coil was cut from the introducer sheath. The coil and pusher wire were stretched and the coil fiber bundles were moist. The core wire of the pusher wire is broken. A microscopic inspection was performed. The interlocking arm of the pusher wire was inspected and no damage was noted. The coil zap tip shape and surface was smooth. The interlocking arm of the coil was inspected and no damage noted. The dimensions were found to be in specification. The number of fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the event description states that a ¿progreat 2.7fr microcatheter was used, which is incompatible with the fidc coil as it has an inner diameter of .027". This diameter is too large for the fidc system and would account for the inability to insert the coil into the hub of the microcatheter. This is due to the fact that the larger inner diameter of the catheter provides additional space for the coil to recoil on itself. By doing this the coil is filling the additional space in the catheter and it cannot be advanced with the pusher wire as the recoiling has changed the orientation of the coil. This creates the difficulty experienced and results in the inability to successfully insert the coil into the catheter.' (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a coil insertion difficulties occurred. The patient presented with a bleeding aneurysm. A 3mm x 6cm interlock¿ coil was selected and advanced to treat the target lesion. During procedure, the coil was advanced on a non bsc microcatheter. However, the coil could not be inserted to the catheter. The procedure was completed with a different device and the same non-bsc microcatheter. No patient complications were reported and patient's status is stable. However, device analysis revealed that the number of fiber bundles was below the assigned specification and the core wire of the pusher wire was broken.